Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose, thought to be in the 500 mg/dl to 699 mg/dl range. The customer experienced pain on his chest on the right side and breathing difficulties before being admitted to the hospital. The patient was treated with an insulin drip after unsuccessful attempts to treat with injections at the hospital. Some troubleshooting was performed on the customer's insulin pump. No leaks or air in the tubing were found and insulin did exit the tubing. Nothing further was reported.